Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 7, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was bent and overriding the lens. Viscoelastic residue was observed throughout the cartridge, and the cartridge tip was bent. The plunger rod could not be retracted without causing damage to the device; therefore, no further evaluation could be performed. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient contact. Section b3: date of event: unknown/not provided. The best estimate date is on or prior to (B)(6) 2025. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged in the shooter and not implanted. There was no patient contact. The procedure was completed successfully using a backup lens of the same model and diopter. No further information was provided.